Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 4.00 x 12mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was retrieved, the proximal part of the stent strut was found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported